Manufacturer narrative:
Correction section: a.1. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly is experiencing decreased performance, despite the device testing within normal limits. Programming adjustments were made. Revision surgery is under consideration.

Manufacturer narrative:
A review of the test data indicates impedance issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.